Event description:
It was reported that the right ventricular (rv) lead was dislodged during in clinic follow-up. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.